Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose dropped to 47 mg/dl before lunchtime. The patient treated with lunch and her blood glucose increased to 104 mg/dl. Troubleshooting did not occur for her low blood glucose. The insulin pump was not returned for analysis.